Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer did not perform the cartridge air removal step. Tandem technical support educated customer on removing air from cartridge prior to filling cartridge with insulin. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 169 mg/dl.